Event description:
Patient had bloody mucus, diarrhea and cramping following the procedure. Patient was hospitalized and released 3 days later. No further problems reported as a result of this incident.